Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745ac, serial#: unknown, product type: accessory, product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient (pt) rep stated, that the patient has two implants. And the controller was not working for one of the implants. The issue began quite awhile ago, 2-3 weeks ago. Patient rep said, that every time the patient tried to charge the implant, the light wouldn't blink and the implant wouldn't charge. Patient rep stated, that the controller would say, that the implant was empty and had trouble charging the controller from the wall. Patient rep, did not have the equipment with them at the time of the call to troubleshoot and only had the ac power supply. Agent instructed patient rep, to check for damage. No visible damage to the ac power supply. Patient rep, will call back with equipment and patient to further troubleshoot. Pt rep, called back in with the pt and equipment present. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply. The controller was not powering on. The ac power supply green light was blinking instead of staying steady. Agent had the caller plug the ac power supply into a different outlet. However, it was the same result. Agent advised the caller that the ac power supply would be replaced.